Manufacturer narrative:
(B)(6). Section d4: no device details provided by the customer, hence the field is blank. Method: the subject rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: visual inspection of the subject device observed no notable damage on the returned circuit. Performance testing of the rt380 adult dual heated evaqua2 breathing circuit could not replicate the reported issue and the device was working as intended. Conclusion: f&p healthcare's investigation was unable to determine the cause of the reported fault as there was no fault found with the returned device. The user instructions for the rt380 adult ventilator circuit include the following: · appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. · ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. · visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative, that an rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). The subject rt380 adult dual heated evaqua2 breathing circuit is currently en route to fisher & paykel (f&p) healthcare for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative, that an rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.